Event description:
It was reported that a novum iq large volume pump had propofol rising in the fentanyl tubing. The propofol drip corresponded to the pump flow rate, while the fentanyl did not appear to be infused at the drip chamber. The fentanyl tubing had 45 cm of propofol in the tubing. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported problem "under-infusion" was not reproduced. Back flow was noticed from the tubing when infusion was performed with another device. Performed infusion with the same set-up with both of the devices with the same flow rate (250ml/min), then with different flow: 250ml/hr & 500ml/hr., 100ml/hr & 500ml/hr., 25ml/hr & 500ml/hr but the complaint cannot be duplicated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined. Ac power adapter required to be replaced. Preventive maintenance required to be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.